Event description:
It was reported that on literature review "clinical analysis of intramedullary interlocking nail in treatment of proximal humeral fracture", 2 patients suffered com a complication after undergoing a primary surgery with the trigen humeral nail system to treat a three-part greater tuberosity fracture of the proximal humerus. Both patients had a displaced fracture block of more than 1.5 cm. It was not reported how these complications were treated. The outcome of these patients in unknown. No further information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
H3, h6: the devices were not available for evaluation and the reported events could not be confirmed. The clinical/medical investigation concluded that, per the complaint details, no further information is available. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. The root cause and/or patients outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Factors and/or potential causes that could contribute to the reported event include excessive forces applied to implants and surgical technique. The contribution of the devices to the reported events could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual products involved, our investigation could not proceed. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.